Event description:
It was reported that during pre-surgery, it was discovered that the motor device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device leaked oil, had low rotations per minute (rpms), and there were holes throughout the hose. Therefore, the reported condition was confirmed. It was determined that the hole in the hose were from allowing the hose to come in contact with a sharp object. It was determined that the oil leak and low rpms were due to the holes in the hose. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.